Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Patient x-rays were provided with the initial reporting. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional inputs were provided. Based on the poor quality of the provided x-ray images, the presence of loosening cannot be confirmed. The investigation could not confirm the reported event or identify any product contribution with the information provided. Based on the inability to confirm the reported event or determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of the tibial tray. The loosening interface is unknown. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.